Event description:
The customer's father reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 209 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. The customer changed his infusion set prior to being hospitalized. The high pressure test passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.